Event description:
Info rec'd indicates the brake would engage and hold; however, the caster tread would still slide on floor when force was applied to the bed.

Manufacturer narrative:
The tech found the caster tires were worn with wax build up on them. The tech replaced the caster to repair the bed.